Manufacturer narrative:
Investigation results completed on a smith medical cadd legacy 6400 pump. Evaluation testing initiated by looking at event log and duplicating the complaint. No findings or fault found, as the event log did not validate complaint and when the complaint was duplicated, it was found to be within the control limit specification of +/ - 3% and well within the published specification of +/-6%. No action were needed for repair, as no fault was found with device. All functional and delivery testing passed. Device was is good condition on arrival and unknown cause of event.

Event description:
Investigation results completed on a smiths medical cadd legacy 6400 pump.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-7.65%) while testing. No patient was involved in this event. No adverse effects were reported.